Manufacturer narrative:
On 26-apr-2023, the health care professional details were provided, therefore, the appropriate fields in section e have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation occurred. It was reported that the physician reported that blood flowed back off the sheath valve and air was visible when the physician aspirated. He changed the sheath to a new one and the procedure was ended successfully. There was no damage and consequences caused to the patient. The procedure was delayed 5 minutes due to the reported event. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. This could be related to the air flows back into the side port issue reported. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 10-mar-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation occurred. It was reported that the physician reported that blood flowed back off the sheath valve and air was visible when the physician aspirated. He changed the sheath to a new one and the procedure was ended successfully. There was no damage and consequences caused to the patient. The procedure was delayed 5 minutes due to the reported event. Additional information was received indicating there was no report of air being introduced into the patient. The physician aspirated the sheath. No medical intervention was necessary. There¿s been no report indicating the patient has exhibited any neurological symptoms since the procedure was completed. The physician reported that he thinks the inner white part (probably the gasket) of the sheath is broken/pushed in so the blood flowed back. The physician thinks that the hemostatic valve (gasket) dislodged inside the hub but did not dislodge outside the hub. The brim cap/hub did not detach from the sheath.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).